Manufacturer narrative:
H11:the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that ICU had a midline catheter j-loop break while in use. No other information was provided. Additional information received 03/26/2024: it was reported, "I am not aware of any patient impact."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the extension tubing is confirmed and was determined to be supplier related. One extension tube from a powerglide st kit was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned product. The luer of the extension tubing was returned broken off the device. A microscopic observation revealed the tube to be broken at an angle. Portions of the break site appeared to have a granular fracture surface while some portions of the break site appeared to have sharp, uneven break surfaces and striations. One side of the fracture edge appeared to have some material fatigue features such as rounded edges and ¿c¿ shaped impressions leading into the break site. The other side of the fracture edge appeared to have a sharp break. The complaint of a break in the tubing is confirmed and was determined to be supplier related. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that ICU had a midline catheter j-loop break while in use. No other information was provided. Additional information received on 03/26/2024: it was reported, "I am not aware of any patient impact."